Manufacturer narrative:
(B)(4). This report for a minicap with inadequate iodine was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample was not available.a follow-up report will be filed should any significant supplemental information become available

Event description:
A homecare services representative sent notification of a complaint on behalf of a customer to corporate product surveillance on (B)(6) 2011. The customer's wife reported that she opened a box of minicaps and the first 7-10 caps were dried out and crusty. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the care giver (cg) regarding the reported event. The cg clarified there were 8 minicaps in which she noticed there was not an excess of iodine in the packaging as she was accustomed to seeing. The cg did not know if the minicap's sponge was completely dry or if it just had less iodine than normal. The cg stated she went through 8 minicaps before using one for therapy. Per the cg there were no samples available. The cg stated therapy was going well for the patient. There was no patient injury or medical intervention reported.